Manufacturer narrative:
Additional information received indicates that the the product event occurred from the beginning of the drilling. It was also stated that the handpiece used during the surgery worked well with other attachments. (B)(4)

Event description:
Additional information received indicates that the the product event occurred from the beginning of the drilling. It was also stated that the handpiece used during the surgery worked well with other attachments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Intraoperative, the user experienced a bur that was not working properly and got hot as well as a handpiece that got hot. The distal part of the device was too hot to touch and took approximately two seconds to heat up. A replacement handpiece and bur were used to complete the surgery. Per the customer¿s biomedical engineer, the bur presented with internal friction of its components. There was no injury reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: em200 - motor legend ehs stylus, manufacture date ¿ september 22, 2011; serial number ¿ (B)(6); 510k - (B)(4). (B)(4). The customer discarded the bur and does not intend on returning the handpiece. Therefore, an analysis will not be performed. This device is used for therapeutic purposes.